Event description:
I had routine bilateral lasik corrective eye surgery. Immediately following the surgery, when my eyes were no longer dilated, I began to experience vitreous opacities (eye floaters). The vision correction was a success, but the floaters caused by the procedure have been detrimental to my quality of life.